Manufacturer narrative:
Patient weight, ethnicity and race: unk. Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Work order search: no similar complaint was reported for units within the same lot. Claim # 728093

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the lens tore during delivery. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.